Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was over 600 mg/dl customer had not mentioned of sensor or auto mode usage during the call. Customer also stated that infusion set canula was bent. The insulin pump will not returned for analysis.